Manufacturer narrative:
Product evaluation: the product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that approximately 10 days following a cataract removal with intraocular lens (iol) implant procedure, glistenings were observed on the lens, and the patient experienced an "important" decrease of visual acuity. The iol was successfully removed in a secondary procedure. Additional information has been requested but not received.

Manufacturer narrative:
Four poor quality photos were provided. One larger image showing what appears to be dense light scattering artifacts/maybe microvacuoles apparently in the iol body. The effect on vision cannot be determined based on the image. The other three photos are not able to be reviewed due to poor quality. (B)(4).

Manufacturer narrative:
Product evaluation: the device was not returned; the lens was returned wrapped in gauze. Viscoelastic was dried on the lens. The optic was cut into two pieces (adhered to each other). The lens was cleaned with lphse. Power and resolution could not be tested due to the optic damage. The product investigation could not identify a root cause for the reported complaint; power and resolution could not be tested due to the optic damage. (B)(4).